Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and broken belt clip slot.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have cracks on display screen due to dropping insulin pump. Customer's blood glucose was 168 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.